Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement was observed on the right atrial (ra) lead. The lead was explanted and replaced. The patient was stable.